Manufacturer narrative:
(B)(4).

Event description:
Interrogation of the device revealed an increased threshold and decreased sensing. The patient received inappropriate therapy. The rv lead was explanted and replaced. The patient was in good condition pre- and post-intervention.

Manufacturer narrative:
Upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.